Event description:
This is submitted to report the possible leaflet tear that occurred after the clip (40616u1/(B)(4)) was deployed and the unchanged mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 40616u1/(B)(4)) was advanced to the mitral valve. The clip was implanted in the a2/p2 area, and the mr was reduced to 3. The second cds (40616u1/(B)(4)) was then advanced to the mitral valve. The clip was implanted, but the mr returned to 4, possibly due to a tear in the leaflet as the clip was tilted after release but did not detach from the leaflets. Surgery was offered to the patient, but he refused. No treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted clip (40616u1/(B)(4)). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for partial clip movement on the leaflet (failure to adhere or bond) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement on the leaflet (failure to adhere or bond) may be influenced by difficulties with visualization, or morphology of the mitral valve, such as tethering of the leaflets, chordae interaction, leaflets that are thinner/thicker, and restricted or prolapsed leaflets. Based on the information reviewed, a definitive cause for the partial clip movement cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effect of mitral regurgitation (mr worsening) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, while a definitive cause for the reported tear in the leaflet cannot be determined, the cause for the increase in mr was likely due to the partial clip movement on the leaflet. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for difficulty grasping the leaflets (failure to adhere or bond) from this lot. Based on the information reviewed, there is no indication of a product deficiency.